Event description:
It was reported that during a lavh procedure the tip of the device broken off and fell into the patient. The piece of the device was retrieved. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
The facility reported a pump with failure code 812:02. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade